Manufacturer narrative:
The returned device was evaluated and the soft-cannula was observed to be bent. The timing and cause of this damage is unknown. Fluid was still able to flow through normally. A leak test was performed, and no leakages were observed along the entire fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 305 mg/dl after wearing the pod between 49 and 71 hours on the arm. The patient was able to smell and feel insulin at the site.